Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient's device had been working correctly up until (B)(6) 2016-. The patient had not been able to urinate in 24 hours and could not feel stimulation to the bladder at all. The action taken to resolve the patient being unable to urinate was that the patient was in the hospital and was being evaluated by physicians. The patient's stimulator was working. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.